Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Reported device not marketed in the us; however, similar device is. Evaluation on-going at manufacturing site.

Event description:
Country of complaint:(B)(6) . Thread spontaneously breaking during suturing.